Event description:
It was later reported that the patient had been hospitalized and underwent cardiac testing for vt. It was additionally reported that no ra sensing issues were noted and that the lv lead will be evaluated for replacement at the patient's next generator replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  5076-52 lead implanted (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department after feeling "tingly" dizzy and unwell. Upon review of the device transmission it was noted that there was occasional undersensing and oversensing noted from the right atrial (ra) lead during ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes. It was also reported that there were high left ventricular (lv) lead thresholds. The ra and lv leads remain in use. No further patient complications have been reported as a result of this event.